Event description:
The device was used during a hernia repair procedure. Reportedly, the instrument did not fire. The hosp. Has rpt'd no pt injury occurred.

Manufacturer narrative:
Device not available for eval.